Manufacturer narrative:
Na

Event description:
The customer reported that the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. The hospital biomedical technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The biomedical technician replaced the power supply as per the service manual to address the code in the diagnostic log.